Event description:
The customer originally returned their olympus evis gastrointestinal videoscope due to defective angulation. However, during the device evaluation, it was discovered that the unit was producing an intermittent image. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned and evaluated by olympus. As noted in b5, the unit was producing an intermittent image due to a faulty charged couple device unit (ccd). A definitive root cause could not be identified. However, based on the results of the investigation and the condition of the returned device, it is believed that prolonged fatigue ultimately leading to component failure caused the reported malfunction. If additional information becomes available following the device evaluation, a supplemental report will be filed. Olympus will continue to monitor the field for similar events.